Event description:
Implant fracture.

Manufacturer narrative:
Implant region 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability.material analysis could not be done as there was no product provided for evaluation.

Event description:
Implant fracture.